Event description:
The reporter stated that while their customer was draining the line connected to the top piece, with the force of the compressor, the top blew apart and the clear piece (stem) shot into their eye. The eye is red, however there is no permanent damage.